Event description:
It was reported that the insulin pump alarmed motor error when bolusing and motor position encoder error. Customer's blood glucose was 600 plus mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).